Manufacturer narrative:
The tb-0535fc was returned to omsc for investigation. As a result of the investigation on july 19, 2017, it was confirmed that the probe of the tb-0535fc was broken at 10 mm from the distal end. The broken probe tip was not returned to omsc. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratches as the starting point. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection. Appearance. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a left splenopancreatectomy, the tb-0920oe and the tb-0535fc were used. The probe damage error occurred in the tb-0920oe. The physician replaced with another generator, but the same error occurred. The physician replaced the tb-0920oe with the tb-0535fc and continued the procedure. The tb-0535fc was broken after using a while. There was no patient injury reported. The tb-0535fc was returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation on july 19, 2017, it was confirmed that the probe of the tb-0535fc was broken at 10 mm from the distal end. The broken probe tip was not returned to omsc. It was reported that the probe of the tb-0535fc fell off outside the patient. This report describes the tb-0535fc.